Event description:
It was reported to nova biomedical that a consumer's blood glucose meter would not give a blood glucose reading and the consumer could not make an immediate decision on how much insulin to administer. The meter would give a result with control solution and that reading was within normal range, but the meter, in spite of multiple attempts with the assistance of customer support, would not give a reading. The meter was replaced and the alleged defective device will be returned for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.